Event description:
I had capsular contracture of my right breast implant. I found out from my explant surgeon (different surgeon from the one who placed my implants) that my inamed 410mm silicone implants were recalled during a consultation appointment regarding my contracture issue. Opted for explant. Pathology on implant showed bia-alcl. Throughout the 15 yrs of having these implants, I experienced hashimoto's, graves, fatigue, weight gain, hives and pain in my right breast. I never received a letter from my original surgeon or allergan regarding my recall. Also, thyroid antibody testing and tsh labs. Also had to have a thyroidectomy. FDA safety report ID# (B)(4).